Manufacturer narrative:
Evaluation summary: based on the analysis finding of yielded jaws, this file is considered to be reportable. The analysis results confirmed that the jaws for the device had become yielded causing the clips to be ejected and making the instrument non-functional. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In addition as per the instructions for use "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "spit" clips." A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an lavh procedure the clips did not feed into the jaws. It is unk at what firing the clips would not feed into the jaws. Another device was used to complete the case with no patient consequence.